Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, the tacker would not fire. The red button was very stiff to depress. The device was removed from the patient's cavity and the scrub nurse removed the reload. A piece of the distal end of the tacker came out with the reload - a small silver cylinder. A new handle and the original reloads were used to complete the procedure. There was no patient injury.